Event description:
Tampon broke off inside the body [foreign body in reproductive tract]. Unable to get tampon out [complication of device removal]. Tampon broke [device breakage]. Case description: consumer reported via phone that the tampon broke off inside the body and she was unable to remove it. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon broke off inside the body [foreign body in reproductive tract]. Unable to get tampon out [complication of device removal]. Tampon broke [device breakage]. Case description: consumer reported via phone that the tampon broke off inside the body and she was unable to remove it. No serious injury was reported.